Manufacturer narrative:
The product was not available for return. A lot number was not reported, so a device history record (DHR) review could not be performed. Despite multiple attempts to obtain additional information from the author, no additional information was received. Based on the available information, a root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
A published article titled "endoscopic antireflux surgery leading to obstruction in pediatric renal transplant patients" reports 4 cases of ureteral obstruction after injection. This report references case 3 of 4. Patient developed evidence of obstruction 3 days after (dextranomer/hyaluronic acid) injection with symptoms of renal colic, worsening hydronephrosis, and rising creatinine. Underwent stent placement, which was removed 4 weeks later, and has had no further issues.